Event description:
It was reported that while using bd synapsys¿ incorrect data was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that discrepant uca app results."

Manufacturer narrative:
H.6. Investigation: the customer reported uca calling growth of 10^4, 10^5, and 10^3 when there is no growth detected on the plate. Service and r&d worked with the customer to collect additional data. It was determined that the imaging app is capturing growth as intended. The customer will continue to monitor to see if any discrepancies exist. This is an unconfirmed failure of a bd product, the root cause is a customer understanding of how the imaging app works. Bd will continue to monitor for trends associated with this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ incorrect data was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that discrepant uca app results."